Event description:
It was reported that during a vascular stenting procedure in the sfa and popliteal artery, the outer sheath of the delivery system broke when the stent was released 10 - 20 mm. Further deployment of the stent was not possible. The delivery system was removed without incident. Another stent was used to treat the patient. There was no patient injury reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under number p070014. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.